Event description:
I have had three dexcom g7 continuous glucose monitors (cgm) stop working on day 8 or 9 of a supposed 10-day period of use, all in the same manner. Each of them has indicated multiple (2-3 instances) of a "brief sensor issue" indication with an alert/alarm sound, no reporting of cgm data; then a seeming return to normal operation as intended, but with data indicating widely disparate data points of blood glucose (i.e. Definitely inaccurate data varying by 40-60 points); and finally finding a "start new sensor" screen with no accompanying alert/alarm sound. I have reported these to dexcom and they have replaced the products. I have two primary concerns: 1) that three products in a row have failed earlier than the manufacturer's state time period of 10-days with a 12-hour grace period all with what appears to be the same type of problem, and 2) that no alert/alarm has accompanied the sensors failure. Had I been in a noisy environment, been listening to music, or been out and about, I might understand not hearing an alert/alarm, but in each case I was using my computer quietly, no music, no head phones, nothing that would prevent me from hearing an alert/alarm from the dexcom iphone app. Reference report #mw5159232, #mw5159233.